Event description:
It was reported, the deflectable videoscope image disappeared. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that due to damage on the charged coupled device unit, the image disappeared during angulation in right/left directions and scope communication errors occurred (e216 and b30 error codes). Additionally, damage to the ID board caused no scope ID data. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported events occurred due to damage of the image sensor unit(disconnection, etc.) Or breakage of the electrical board's mounting components (ic chip, capacitor, etc.) Caused by stress, external factors, or handling. The event can be detected by handling the device in accordance with the following instructions for use (IFU: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.